Manufacturer narrative:
There was no reported device issue. Conclusion: the reported event was not related to device malfunction. Complications such as hematoma are general complications which may be related to endovascular procedures or vascular closure.

Event description:
After a coronary stent was placed, the vascade device was selected for closure and inserted into the sheath. The disc was deployed, temporary hemostasis was achieved and the sheath was removed. The key was inserted into the lock, the black sleeve was retracted and the collagen was exposed. The collagen was deployed and the device was removed. Final hemostasis was achieved. The vascade device worked as intended and there was no evidence of device malfunction. The patient was transferred to recover. At recover, a large hematoma was noticed and pressure was applied. Patient was alert and oriented at this time. Cat scan was performed and retroperitoneal bleed was ruled out. Bp was fluctuating and patient became unresponsive. Patient was transferred to ICU and past away from cardiac arrest 12 hours later.